Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while slitting, the catheter broke about 6 inches from hub. The doctor had to manually slit another opening to finish slitting the catheter. No patient complications have been reported as a result of this event.